Event description:
It was reported that during the fourth positional attempt of this right atrial (ra) lead, the physician noticed difficulty retracting the helix; the device was examined, and there was tissue preventing the helix from properly retract. The helix issue was solved by removing the tissue with flushing. It was also reported that the patient experienced cardiac tamponade due to pericardial effusion; the pericardial effusion was suspected to occur during one of the ra lead positioning attempts possibly due to a cardiac perforation. Pericardiocentesis was performed on the patient and the procedure was completed. The device remains in service. No additional adverse patient effects were reported.